Event description:
The dentist reported that 6 months after the dental implant was installed in intra-oral region #4 it was verified its non-osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed.